Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 3100693. All inspection performed per the applicable operations qc specification.

Event description:
It was reported that the cannula on the relion insuline syringe lentgh is insufficent. The following was received from the initial reporter: consumer reported, the needle length is a lot shorter than 6mm.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula on the relion insuline syringe length is insufficient. The following was received from the initial reporter: consumer reported, the needle length is a lot shorter than 6mm.